Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform any button pressing due to the blank display.

Event description:
The customer reported moisture damage and a blank display. Advised that the insulin pump would be replaced. Nothing further was reported.